Manufacturer narrative:
The customer report that the tubing separated from the filter and leaked was confirmed. The cause of the leak was due to the noted separation. Received was a used partial separated reported pump infusion set. The separation was at the engagement of the inlet of the 1.2 adult micron filter and pvc tubing sleeve. No other obvious issues were observed with the as-received partial sample. No functional testing was able to be performed. Inspection under magnification of the separated tubing end observed insufficient solvent within. The root cause of the separation was identified as insufficient/lack of solvent being applied at the affected engagement due to equipment and/or operator error.

Event description:
It was reported that during a (tpn) total parenteral nutrition infusion in the blood and marrow transplant unit, the tubing that had been in use for less than (24) hours separated from the filter for an undetermined length of time, and subsequently leaked. The customer stated there was no patient injury or medical intervention.

Manufacturer narrative:
Patient demographics requested, however customer declined to provide. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that in the blood and marrow transplant unit during a tpn infusion, the tubing that had been in use for less than 24 hours separated from the filter for an unknown length of time and leaked. The customer states there was no patient injury or medical intervention.